Manufacturer narrative:
(B)(4). Device broke intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while a surgeon was performing a repair of an orbital rim fracture a portion of the screw head broke off. The surgeon was attempting to drill a pilot hold and when an attempt was made to insert the screw, the device broke. The surgeon tried to remove the remainder of the screw and in doing so, the rest of the screw head came off. The surgeon was able to remove the shaft of the screw with a hemostat. No fragments were left in the patient. There was no delay in surgery and a back-up screw was readily available. The surgery was reportedly completed successfully. This is report 1 of 1 for (B)(4).